Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient developed limb ischemia of the lower left extremity. The pulses were lost at the limb and a vascular surgery was consulted. Additionally, the patient had a new rectal bleed, and multiple blood transfusions were ordered. The physician reported the ischemia was due to venoarterial extracorporeal membrane oxygenation and the patient¿s condition not the impella. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the vascular damage and the limb ischemia has been completed. No product was returned for analysis. The root cause of vascular damage - peripheral vessel and the limb ischemia was not determined as insufficient clinical information was provided.